Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument clamp would not close properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Additional observation not reported by site: the medium-large clip applier instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shafts. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint regarding the medium-large clip applier instrument clamp would not close properly was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the medium-large clip applier instrument clamp would not close properly. The procedure was completed with no reported injury.